Event description:
It was reported by a foreign user facility that two patients sustained burns to the cheeks and neck area respectively following hair removal treatment with a lumenis lightsheer duet laser. No medical intervention to preclude serious injury was reported.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs which were provided by the facility. The subject device had been examined by a lumenis technical expert five weeks prior to the event report. No device malfunction was reported or observed related to the event report. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photograph, concluding that the treatment settings were aggressive based on common medical practice. Additionally, the healthcare professional stated that the patients would most likely sustain a scar.